Event description:
Through follow-up, the surgeon provided the following additional information. The surgeon reiterated an uneventful cataract surgery (os) followed by stent implantation, and believes posterior placement of stent with iris touch contributed to the cystoid macular edema (cme) and formation of iris root membrane. The reported noted no discernable iritis observed, and the patient has decreased visual acuity (va). The patient''s most recent status was reported as stable with persistent cme, currently on medications, and pending stent explant.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and macular edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented with persistent cystoid macular edema (cme) and partial iris root covering stent with a membrane was observed. The patient's intraocular pressure (iop) was reported as "good"; however, the report noted that the cme was nonresponsive to treatment and the surgeon was considering stent explant. Through follow-up, the surgeon conferred with glaukos medical monitor who reported the following. Contrary to the initial report, the stent appeared well positioned; and the stent was unlikely contributing to the cme as there was no appearance of iris chafing or iritis. However, it was discussed that the patients'' inflammation may be masked by the treatment of the cme. Potential contributing factors to the reported event, including treatment options depending on the patient's condition were discussed. Per report, the patient is not diabetic and the cataract surgery was uncomplicated. Additional information has been requested.